Manufacturer narrative:
This foreign report is being submitted on 19-jan-2016 for a device product that is considered same/similar to a us marketed device (bab clear water block plus 30s). This closes out this report unless additional significant information is received.

Event description:
This spontaneous regulatory authority report was received on (B)(6) 2016 from (B)(6) (B)(4) reporting for an approximately (B)(6) male consumer from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using band-aid clear waterblock 5 (route cutaneous, lot number 141204a 1217, expiration date, frequency and indication unspecified). After an unspecified duration, he developed anaphylactic reaction. After an unspecified duration, the device was discontinued. The outcome of event was unknown. This report was assessed as serious (medically significant). The company causality was assessed as related.